Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the fault code was appropriate and there were no other suspicious faults or resets stored within device memory. Moreover, the device hardware was not detecting the loss of battery energy. From the historical daily battery voltage measurement data, the daily device power fluctuations appear steady. Device replacement was recommended. The patient will continue to be monitored. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.